Event description:
It was reported that during a labrum bankart repair procedure using the speedlock implant with inserter handle, the surgeon was allegedly using the implant to maneuver within the surgical site and the anchor popped off of the inserter handle. The procedure was completed using a backup implant, however it was necessary for the surgeon to drill a new bone hole. There was no significant delay and no pt complications were reported as a result of this event.